Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 156,007 joules during a prostate procedure. The procedure was completed with a second fiber. No pt or end user injury was reported.

Manufacturer narrative:
(B)(4). The MFR assigned model number 0010-2093 is designated for (B)(4) distribution. This report is being submitted as the model 0010-2093 is identical in design and manufacture to the commercially available model 0010-2090 angled delivery device, greenlight (k062719). Fiber analysis: the fiber glass cap was found to be fractured and partially broken off distal to glue zone, broken and melted bevel area; burnt glue on bevel portion is evident. The fiber/cap conditions would result in forward firing. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.